Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were clotting. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367812, batch no. Unknown. It was reported that there is "a problem with vancomycin samples taking forever to clot (>1hour) and sampling errors due to fibrin". Customer reports delayed clotting and fibrin when using 367812 with vancomycin samples. Unknown incident date as well as number of occurences and lot number. We are having a problem with vancomycin samples taking forever to clot (>1hour) and sampling errors due to fibrin, we collect in red top bd serum tubes ((B)(4)) that have the clot activator. We have to use a ¿plain red¿ per manufacturer so don¿t really think there¿s any other options from bd.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were clotting. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367812, batch no. Unknown. It was reported that there is "a problem with vancomycin samples taking forever to clot (>1 hour) and sampling errors due to fibrin". -customer reports delayed clotting and fibrin when using 367812 with vancomycin samples. Unknown incident date as well as number of occurences and lot number. We are having a problem with vancomycin samples taking forever to clot (>1 hour) and sampling errors due to fibrin, we collect in red top bd serum tubes (ref#367812) that have the clot activator. We have to use a ¿plain red¿ per manufacturer so don¿t really think there¿s any other options from bd.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.